Event description:
The facility's biomedical engineering department reported the pump had turned on and off by itself during routine preventative maintenance testing. No patient injury has been reported. No additional details are available.